Event description:
The customer alleged that one of the sterile packages containing a 24k100 tubing set was found "wide open" by a surgical nurse. This alleged problem of "sterile package not sealed" was discovered during set up for a case on december 28, 2013. Follow-up with the user facility learned that the product and its packaging were forwarded to the purchasing manager, who inadvertently discarded the involved package. The purchasing manager reported that when she received the package, she noticed that one of the seals was "wide open with no indication of it ever being sealed". However, she did indicate that she did not exam the seal closely to determine if the adhesive was present whether partially or not at all on that part of the seal. It was further reported that all remaining 24k100 packages at the facility were inspected and there were no similar problems found. There was no patient involvement with this reported problem.

Manufacturer narrative:
As reported, the involved package was inadvertently discarded at the user facility and therefore it is not expected for evaluation. Without the involved packaging, an evaluation could not be performed and the alleged failure therefore could not be verified. A review of the device history records showed this lot was manufactured on (B)(4) 2013 in a lot of (B)(4) units with no noted discrepancies during the manufacturing process that could have caused or contributed to this alleged problem. To date, no similar complaints have been received for this item and lot number combination. Based on information received from the user facility, the alleged "wide open seal" was easily detected by the surgical staff and prompted the use of another tubing set without incident. A 2-year review of the device complaint history shows there have been no serious injury or death related to the reported failure. In this instance, the information obtained from this reported problem does not reasonably suggest that the alleged "opened package" has or may have caused or contributed to a death, serious injury or has malfunctioned in a manner that would be likely to cause or contribute to a death or serious injury if it were to recur. In addition, a 2-year review of the device complaint history showed no similar confirmed complaints. Based on this finding, no further action is required. As with all medical devices, examination of the products occurs multiple times prior to use (shipping/receiving, distribution, storage and prior to use). Additionally, good clinical practice would include examination and verification of the original packaging and its labeling to ensure both are intact. If packaging has been opened/damaged or altered, do not use the product and contact the manufacturer immediately. H3 other text : packaging was discarded at user facility